Event description:
Medtronic received a report that a pipeline encountered resistance in the center and distal shaft of the catheter and became stuck. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). After preparing the pipeline in accordance with the package insert for the patient who will be placed in va, a strong resistance was felt during insertion into the fg15150-0615-1s. It lightened suddenly during the insertion. It was suspected that the pipeline was disconnected within the fg15150-0615-1s so each of the fg15150-0615-1s was removed externally from the body. The tortuosity of the cervical and vertebral artery vessels was not strong. It was replaced with a new pipeline and fg15150-0615-1s). When it was re-inserted, it could be inserted smoothly. The catheter was flushed with heparin-added saline during the procedure. It was later noted that the pipeline was not stuck. The catheter or pusher was not damaged. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported aneurysm dimensions max diameter 16 mm and neck diameter 5 mm. It was noted that the resistance was in the catheter before deployment.